Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire was broken, bent and blackened. Moreover, the part of the broken wire was not returned and the wire anchor is present. Additionally, the tip has a split. The cutting wire was found broken, bent and blackened and distal pierce hole is blackened, so it is most likely that an excess of voltage applied during the procedure could cause the failures noted. Based on the device condition, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the gall bladder and common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and sphincterotomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the cutting wire detached inside the patient when current was applied to the device. They attempted to retrieve the detached cutting wire; however, it was not successfully retrieved. Reportedly, the physician is not concerned about the unretrieved cutting wire and is not planning any further intervention to retrieve it. The procedure was completed with a second dreamtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event: cut wire broke. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the gall bladder and common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) and sphincterotomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that the cutting wire detached inside the patient when current was applied to the device. They attempted to retrieve the detached cutting wire; however, it was not successfully retrieved. Reportedly, the physician is not concerned about the unretrieved cutting wire and is not planning any further intervention to retrieve it. The procedure was completed with a second dreamtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.